Manufacturer narrative:
(B)(4). Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that the gas outlet port of an rd900azu neopuff infant resuscitator was broken. There was no reported patient involvement.